Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4).. This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device not yet returned.

Event description:
It was reported that the unit is not turning. The event occurred outside surgery. There was no reported patient involvement, harm, or delay. Due diligence is complete, no further information is available at this time.